Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 was not sealed on the spike, no glue disconnection possible between set and spike. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd phaseal secondary set c61 was not sealed on the spike, no glue disconnection possible between set and spike. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR reviewed was performed and no ncr-s raised during production of lot 1008839. No sample was provided with this complaint. Picture was received. For lot 1008839 dispensers used are checked prior to production start of 515302 and 100% leak test was performed during production and additional 80 samples are taken by qc for leak test on this batch and results were conformal. This is isolated incident only one unit was involved in the batch. Operator performing this phase of assembly did not inserted the tube in the dispenser prior to assembling tube and spike components due to repetitive actions.